Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry (ipr), it was reported that the patient passed away approximately 2 years and 9 months post implant of a 26mm sapien 3 valve. Per report, the hospital report said, "the valve malfunctioned". Upon medical records review, approximately 2 years and 9 months after tavr, the patient was reported to have be doing well until a month prior to admission, when she developed worsening sob and chest pain and nstemi. A cardiac cath did not show any lesions needing a stent implant. A tee done showed severe bioprosthetic as with mean gradient 76 mmhg, and aortic valve area less than 0.5 cm2, and moderate to severe aortic insufficiency. The patient continued to have intermittent episodes of chest pain, nausea, and diaphoresis and was admitted for cardiac workup to rule out probable premature degeneration of the aortic valve vs. Possible bioprosthetic aortic valve thrombus and evaluate if the patient may need a redo valve in valve. The patient spontaneously collapsed, and a code was called. The patient died after a cardiac arrest. The cardiac arrest was very sudden and unexpected. There were no other major complications during the course of this hospital admission.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. No product was returned for evaluation and no relevant images were provided. A review of the work orders, device history record (DHR) review, complaint history, and manufacturing mitigations did not reveal any manufacturing non-conformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. The instructions for use (IFU) commander delivery system with s3/s3u, us, commander delivery system with s3, us manuals were reviewed. A review of IFU/training manuals revealed no deficiencies. The complaint for "post-implantation - structural valve deterioration -degeneration/deterioration" was confirmed based on the medical record. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A complaint history review confirmed other device complaints that were similar to this event. In addition, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. There was no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Since no product non-conformances or IFU/training manual deficiencies were identified during evaluation, a product risk assessment escalation is not required. There were no manufacturing non-conformances or IFU deficiencies identified, therefore corrective action is not required. Per the instruction for use (IFU), valve degeneration/deterioration is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve degeneration/deterioration can result from a number of factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. As noted, patient had dialysis and end stage renal disease (hcc) in medical record. Per IFU, "accelerated deterioration of the valve may occur in patients with altered calcium metabolism". Calcium deposits can build up overtime, narrowing the valve opening and leading to increase gradient or valve degeneration. Additionally, noted that patient had hyperlipidemia, which had been found to be associated with aortic valve stenosis/valve degeneration and to resemble the inflammatory process of atherosclerosis. Hyperlipidemia/ hypercholesterolemia can be related to increased risk of aortic valve calcification in patients with degenerative and congenital etiology. A definitive root cause was unable to be determined. Available information suggests that patient factors (pre-existing comorbidities) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.